Event description:
It was reported that the device was used during a procedure, the handpiece would not work. The customer did not have further details on the type of case or the exact nature of the problem, but stated a second handpiece was used to finish the case with no patient consequence.